Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2016 with complaint of fever. Patient was examined and found to have an infection and vegetation on the leads. The patient was treated with antibiotics. The system was extracted successfully without troubles. Patient is recovering. No additional information is available at this time.